Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 5:30 pm for high blood glucose levels of 465 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that their insulin pump works as designed. The customer was advised to change the reservoir sets and monitor the pump for any further issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.